Event description:
The patient had a routine follow-up and was found to have a non-functioning right ventricular lead with high impedance and no capture threshold. She was taken to the operating room and the physician attempted to pass the stylet down the old right ventricular lead. This proved impossible, as there was obstruction to passage of the stylet midway down the lead. Nevertheless, he was able to withdraw the active fixation device from this lead and under fluoroscopic guidance using constant general traction; the lead was removed in its entirety. The lead was inspected and he could not discern a discrete insulation break.